Manufacturer narrative:
This case is still under investigation.

Event description:
Patient experiences dysmetria, ataxia, and tingling/numbness after essential tremor treatment. The side effects are getting better but persist. This complaint was received retrospectively. After treatment, the physician's medical determination was that the side effects are transient. During follow up visit, it was noticed that the side effects persist. The physician therefore updated the assessment to permenant, and notified the company.